Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was no longer holding a charge and the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and the patient was doing well postoperatively with good coverage. The explanted ipg will not be returned.